Event description:
The manufacturer received information from a third party service center alleging a ventilator failed to charge its internal battery and a "service required" alarm condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery and power management board were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported the device's internal battery and power management board caused a "service required" alarm condition. The internal battery and power management board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the internal battery causing a "service required" alarm condition was found to be due to low voltage of cells 1, 2, 3 and 4. The power management board performed to manufacturer's specifications.